Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "incident occurred on (B)(6) 2025. Proximal line was clamped with a cap. We performed a suction to see if there was any blood return to the line. There was a positive blood return. Then the line was flushed with pulsed pressure. During flushing, there was a significant flow inside the catheter, it required clamping of the relevant line as close as possible to the patient. The physician was informed, the central catheter was removed and replaced. Leak was detected on proximal catheter juncture hub. Clamp on the catheter was taken from another device to contain leak; it was not used to close the proximal line before the event." There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "incident occurred on (B)(6) 2025. Proximal line was clamped with a cap. We performed a suction to see if there was any blood return to the line. There was a positive blood return. Then the line was flushed with pulsed pressure. During flushing, there was a significant flow inside the catheter, it required clamping of the relevant line as close as possible to the patient. The physician was informed, the central catheter was removed and replaced. Leak was detected on proximal catheter juncture hub. Clamp on the catheter was taken from another device to contain leak, it was not used to close the proximal line before the event." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 4-lumen catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed the proximal extension line was separated towards the juncture hub. Microscopic analysis confirmed the damage, and the edges of the separation appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). No evidence of stretching is observed at the point of separation. The separation on the proximal extension line measured 15 mm from the juncture hub. The proximal extension line outer diameter measured 2.17 mm, which is within the specification limits of 2.13-2.21 mm per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per proximal extension line extrusion product drawing. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed the proximal extension line was separated towards the juncture hub. The edges of the separation were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.